Event description:
Pt had a calcium cement bone filter (possibly mimix) implanted at an earlier date (unk) and the skin over the implant was not healing as intended. Pt was referred to dr who treated with antibiotics for mrsa infection. After treatment, dr noticed some new skin growth, but decided a flap was needed. When dr performed the revision surgery, he observed three layers of the implant, with titanium mesh between two of the layers and some stainless steel wire. Dr removed some of the implant, including the most superficial layer, burred down the rest to be smooth, and covered with a flap. Defect was 2-3" x 3-4" in size.